Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient fell on (B)(6) 2014 and therapy hadn¿t been right since. It was noted that no one had performed any imaging, so it was recommended that they follow up with their healthcare provider regarding placement of components. It was noted that next steps could be discussed after imaging is reviewed, and the patient stated that all the clinics are far away from them. No further patient complications are anticipated or expected as a result of this event.